Event description:
It was reported by the affiliate that the (2) al326 were used during an unknown procedure. It was reported that the clips would not deliver (feed). The case was completed with another instrument and there was no consequence to the patient.